Event description:
Facility originally submitted device to richard wolf medical instrument corporation (rwmic) for repair with no problem reported. Rwmic later found out device was being used on a pt when view went black. Device was swapped out for a similar device and procedure was completed with no further issues reported. No injury to pt or staff reported. Slight delay in procedure may have placed pt at risk.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on (B)(4) 2013. Device history: sold on (B)(4), in for repair (B)(4). Dark view due to broken illumination fibers, root cause is wear and tear. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive add'l info, we will provide FDA with f/u info.